Event description:
Allegedly, pt had a broken neck.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for evaluation. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00146, -00147.